Event description:
Clinician reported noise on the atrial channel in atrial monitoring recordings transmitted to home monitoring. Lead to be evaluated further and remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.